Manufacturer narrative:
The root cause of the instability could not be determined within the scope of this investigation, however, it was reviewed in the patient's operative notes that the patient had incurred multiple falls and was non-compliant to post operative care instructions. A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Manufacturer narrative:
Investigation is in progress.

Event description:
It was reported that a patient who was implanted with a tm monoblock tibia on (B)(6) 2011 was revised on (B)(6) 2012 due to instability.